Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports they had their system fully removed because they did not see results and it was uncomfortable and their foot would go numb. Patient states this was always kind of the case since the beginning and they would be instructed to change settings or decrease amplitude but then it would be too low to be effective. No further complications were reported.